Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. Customer reported wearing pump against the skin and a temperature change had occurred to the pump prior the occlusion alarms. Customer successfully resumed insulin delivery. Customer's blood glucose was 195 mg/dl.